Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces and flattened act dome switch. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was 339 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.